Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related errors or alarms. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. A normal bolus and an audio bolus were performed during the investigation and they were delivered and recorded correctly in the pump history. The boluses were correctly reflected in the pump download. The advance features were confirmed to be operational. The investigation was unable to duplicate the reported missing bolus issue. Unrelated to the reported missing bolus issue, it was observed that the battery compartment was cracked at the threads area and the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that boluses from (B)(6) 2014 were missing from the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.